Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. The sensor was inserted into the abdomen on (B)(6) 2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the cgm reading would have been low, and the patient consumed sugar. No symptoms were reported, but when a fingerstick was taken the blood glucose reading was 761 mg/dl. The patient would have nearly experienced diabetic ketoacidosis. The patient would have been hospitalized, but no specific treatment was reported. It was mentioned that the patient was told at an unknown point at the urgent care that the blood glucose level was really low, but it was unknown how this was related to the device. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.